Event description:
Reference number: (B)(4). Event occurred in israel. It was reported that patient faced infusion set torn off and product not adhering event on (B)(6) 2026 due to profuse sweat. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.